Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed "defib fault 72", "defib fault 76" and "defib disabled" messages and would not power on with battery power. Complainant indicated that there was no pt involvement in the reported malfunction.